Manufacturer narrative:
(B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.00/3.0/053 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in (B)(6) 2021. It was reported that 1 day post op lens rotation (30 degrees) was observed. A vault value of 100 was reported. Pre-op and post-op bcva 20/20 was reported. On (B)(6) 2021 lens repositioning was performed but it did not resolve the problem. Patient is very unhappy with result. For cause of event " icl length (12.6) too small for this patient" was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5-the reporter indicated that a 12.6mm, vticm5_ 12.6, -7.00/3.0/053 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in (B)(6) 2021. It was reported that at 1 day post op lens rotation (30 degrees) was observed. A vault value of 100 was reported. Pre-op and post-op bcva 20/20 was reported. On (B)(6) 2021 lens repositioning was performed but it did not resolve the problem. Patient is very unhappy with result. For cause of event " icl length (12.6) too small for this patient" was reported. (B)(6) 2021 the lens was explanted, a replacement lens of longer length was implanted, and the problem resolved. Claim#: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry with debris in a microcentrifuge vial. Visual inspection found optic torn, haptic torn, and debris throughout the lens. Claim #(B)(4).